Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 21mm regent aortic mechanical heart valve was selected for implant in a mitral valve replacement surgery due to aortic stenosis and mitral regurgitation. During the procedure, the valve was successfully implanted, however the valve leaflets could not be opened due to the obstruction of the subvalvular tissue. When trying to adjust the opening and closing direction of the valve by rotation, one of the valve leaflets fell off. The leaflet dislodged as one piece and was removed from the patient. A new 21mm regent aortic mechanical heart valve was selected as replacement and successfully implanted to complete the procedure. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of a dislodged leaflet and incomplete coaptation was reported. One leaflet was dislodged, valve orifice was fracture and found a tear on the sewing cuff. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Image from field appeared to show a valve covered in blood along the sewing cuff and a piece of dislodged leaflet. While the cause of the dislodged leaflet and fractured orifice could not be conclusively determined, there was no evidence of material defect in the carbon coating that may have caused or contributed to the reported event. How or when the damage occurred could not be conclusively determined, however dislodged piece was included and the damage may have been caused by some external force applied to the valve which overstressed the carbon material.